Event description:
Edwards received notification from canada that a 73-y-o patient with this valve model 6900p31c implanted in mitral position underwent a valve-in-valve intervention after an implant duration of 7 years and 2 days due to calcification. The patient presented with heart failure prior to the intervention. A transcatheter valve was successfully implanted within the edwards device. The patient was noted to be in very unstable condition due to a left ventricle perforation; however, it was alleged that this adverse event was not related to the valve re-intervention procedure. As per the latest information received, the patient was doing well after the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.